Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 10 upstream occlusion alarms during therapy of blood (volume and rate unknown) in the medical outpatient care area. There was no patient injury or medical intervention associated with this event. The device was swapped out to complete therapy. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified cracks on the ultrasonic sensor which contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by cracks on the ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.